Event description:
Caller reported experiencing a cgm error with code 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, and successfully started their sensor session without the error reoccurring.